Event description:
The patient had a total right knee replacement surgery in 1998. Immediately thereafter; the patient had problems - particularly that their knee was warm. They suffered an infection because of their warm knee. In 1999; the patella was revised. The patient fell 2 months later, and had a second patella revision in two months after that. In 2000; the patient's knee was removed and a deep culture was performed. Later that month, the patient's knee was replaced. Their doctor indicated a possible reaction to the meter - reflex dystrophy - chronic synovitis.